Event description:
The facility representative reported a colleague infusion pump with a failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: the reported condition of a pump with failure code 814:04 was not confirmed and the cause of the reported condition was not determined since the pump was not returned for evaluation; there were no repairs made to this device. A device history review was performed and no abnormality was observed in the manufacturing of this device.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.